Manufacturer narrative:
The device was returned to olympus for inspection. No malfunction was reported directly by the customer. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited the objective lens had a tiny, peeled glue around lens. There was no patient involvement.